Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the left ventricular lead was stuck. The physician attempted to remove the lead several times but were unsuccessful. The lead was not used and replaced. The patient was discharged.